Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device point-to-to-point buckle could not fasten. It was reported that there was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was confirmed. A functional test was performed and no difficulty was observed. A torque test was performed and no failure mode was observed. No corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.